Manufacturer narrative:
The associated complaint device was returned and evaluated.

Event description:
It was reported the inserter tip broke off, all pieces accounted for. No delay to procedure, no injury to patient.